Event description:
The pt, a iddm, was not feeling well on 9/30. A 9:30/p reading on her meter was 84 mg/dl. She did not take her evening dose of 12u nph insulin nor did she eat dinner because she was feeling ill. A 3/a meter reading was 153 mg/dl. On 10/1, the pt was transported to the hosp by her husband where lab glucose result of 551 mg/dl was obtained. Her meter read 89 mg/dl 2 hours prior to the lab result. No insulin was taken that morning. The pt was admitted and treated with an insulin drip and potassium chloride. A meter to lab comparison was performed while in the hosp: meter 54mg/dl, lab 197 mg/dl. The meter is not cleaned according to MFR's frequency or recommendations. It is cleaned only when it displays "cta" and is cleaned with a dry cloth only, no water is used. Calibration status on 10/3 was 81 versus a range of 73/98.